Event description:
It was reported that "the screw of the handle got detached during use. Therefore, the applier was replaced with a new one to complete the surgery. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site (tecomet) for investigation. Tecomet reports "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that as returned the distal handle (g00388) is loose in the bag along with the instrument and the shoulder screw (n00186) is in a separate bag. There are no missing components from the returned instrument. We are able to validate the complaint for the returned instrument. Evaluation of the shoulder screw and surrounding area on the proximal handle shows that this instrument was properly staked during its manufacture. Per IFU l02425 r02 which was included with this instrument at time of manufacture "as screws may become loose during normal operation of an instrument, inspect before and after use in order to ensure proper function." We are unable to determine what caused the shoulder screw to become loose and for the handle to separate from this instrument but lack of proper maintenance of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."

Event description:
It was reported that "the screw of the handle got detached during use. Therefore, the applier was replaced with a new one to complete the surgery. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".